Manufacturer narrative:
Additional information was received on 3/28/2019. The device was implanted on (B)(6) 1995. The device was explanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent implantation with unknown mentor gel implants on an unknown date and experienced multiple symptoms of illness: inflammation, scar tissue, severe chest/collarbone pain, upper back pain, loss of vision in left eye, food sensitivities, heart palpitations, high anxiety, rashes on chest to collarbone, and sensitivity to sun/chemicals/smells were noted. The devices were removed, and the patient reported an improvement in most of the symptoms since removal. See 1645337-2019-09455 for contralateral prosthesis report.